Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, there were multiple c-34 errors on the integrated electrosurgical generator unit (iesu) along with monopolar energy failures. The customer restarted the iesu, changed out the energy cable, and swapped the instrument, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer if the external high frequency (hf) was inflicting the iesu, but the customer denied. The customer also confirmed that the iesu was connected to a dedicated power outlet. The customer continued the procedure with bipolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. During power-on test, the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.